Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during an implant attempt, there was high impedance on the right ventricular lead that was attributed to possible over extension on the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.